Event description:
Philips received a complaint from the customer reporting no flow in the high flow selection on the v60 ventilator. It is not known if the device was in clinical use. There was no report of harm. The investigation is ongoing.

Manufacturer narrative:
H10: it was reported that there was no patient involvement at the time the issue was discovered, and there was patient or user harm. Per good faith effort (gfe) response, a service repair approval was sent to the customer to evaluate and repair the device, but the service repair approval expired and was not accepted by the customer--no further information could therefore be provided about the troubleshooting, repair, diagnostic report, parts replaced, or part return. A field service engineer (fse) was not able to evaluate the device, and no onsite work order was generated. At this time, it is unknown what the outcome of the service event was. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.